Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The reload was received engaged with the subject instrument. Visual evaluation of the reload noted that it was fully fired with the jaws clamped and the knife bar fully extended to the distal end. Additionally, the staple pushers were observed to be flush or sub- flush with the cartridge surface. Staple strikes were observed on the anvil indicating staples were present and deployed during the firing. The reload was disassembled for evaluation of internal components. This examination found that the knife bar laminates within the reload were bent. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the flush to sub flush staple pushers and bent knife bar laminates may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic lobectomy procedure, the device able to fire and cut the tissue however no staples were deploy, and the device lock on tissue. The surgeon had to physically snapped off the device resulting to tissue damage at the lungs and used another reload to resolve the issue. The procedure was extended for more than 30 minutes due to the device issue. The device was also difficult to unload.